Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and not detected on bus. As per the part investigation, it was determined that exposed copper strands with thermal damage and a shorted fuse on the pcba fh cubie pmc compromised the station's functionality and drawer communication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of failed drawer not on bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that matrix store number one was found unplugged, the fse re-plugged, buttoned up, then machine would not turn on. The fse reopened back panel and found a short drawer. The fse tested both drawers and replaced drawer cable. The report was closed. During dchu visual inspection: pn 120547-01: the assy cbl pyxibus 6 drawer was received with exposed copper strands and black marks. Pn 151903-01 sn (B)(6): the pcba fh cubie pmc was received with no signs of physical damage, fluid ingress or missing components. During dchu testing: pn 120547-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. Pn 151903-01 sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed during fuse f200 testing the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as: a faulty assy cbl pyxibus 6 drawer due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the stations functionality. A shorted fuse f200 of the pcba fh cubie pmc (pn 151903-01) due to an electrical failure, which compromised the drawers communication.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and displayed error as device not on bus. A field service engineer (fse) found matrix drawer 1 unplugged and reconnected it; however, the machine did not power on. The back panel was reopened, and a shorted drawer and faulty drawer board were identified. The pyxis module controller drawer board was replaced, medications were removed from drawer 2 beneath the cubies, the drawer cable was replaced, and both drawers 1 and 2 cubies were tested and confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.